Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that a low energy and flap resistance (incomplete flap) in the right eye of a patient, during lasik surgery. No patient impact or harm and patient not affected with the procedure. There are two related reports for this event. This report addresses the unknown patient initial's, right eye and other manufacturer reports will be filed.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A manufacturing device history record review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The company representative was unable to confirm nor replicate the reported event. The system was tested and found to meet product specifications. Based on the information obtained, the reported events were unable to be confirmed. Thus, the root causes of the reported events are inconclusive. The manufacturer internal reference number is: (B)(4).